Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) has implemented a field safety notice for disinfection and cleaning of the heater-cooler system 3t devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The customer plans to return the device to livanova (B)(4) for a deep disinfection procedure. During a follow-up, the customer has stated that the cleaning and disinfection procedure has been performed in accordance with the instructions for use (IFU) and that the heater-cooler device was placed inside the operating room during use. The customer also reported that there were no known patient infections related to this issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova (B)(4) has initiated corrective and preventive actions to investigate this type of issue. If any additional information pertinent to the reported issue is available, it will be documented in a supplemental report. Device not returned to the manufacturer.

Event description:
Livanova (B)(4) received a report that whilst maintenance, the heater-cooler system 3t was contaminated with m. Chimaera as proved by the laboratory report. There was no known patient involvement.